Manufacturer narrative:
(B)(4). 3004753838-2024-177888 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR tree due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). 3004753838-2024-177888. Was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.